Manufacturer narrative:
Additional information in d4: UDI number, d10, h3, h4, and h6: method, results, and conclusions codes. The plug driver was evaluated. The tip was found to be fractured as reported. The probable underlying root cause for the damage is excessive torque and deflective forces leading to loss of mechanical integrity and ultimately instrument fracture during usage of the device. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that during the procedure, the tip of the driver and the tip of the torque wrench broke off with final tightening of the plugs. There was a greater than thirty minute delay to replace the driver and wrench. This is report two of two.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2019-00422.

Event description:
It was reported that during the procedure, the tip of the driver and the tip of the torque wrench broke off with final tightening of the plugs. There was a greater than thirty minute delay to replace the driver and wrench. This is report two of two.